Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer¿s current blood glucose level was 283 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with insulin pump and emergency room. Customer stated that the did not allege insulin pump was under delivering. Customer was using auto mode feature. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer was not calling back for high pressure test. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.